Event description:
Pt in operating room for procedure. After medication to sedate pt was given, ECG began "going in and out" had a lot of "noise". There was a period of time md was unable to monitor pt. After event, it was found the connector on the inside of the module was cracked and it caused arcing between pc boards causing it to short out.